Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 316 mg/dl while wearing the pod between 24 and 36 hours. Patient's spouse stated they noticed bg levels were raising and realized the cannula had dislodged from the infusion site. Additional method of treatment was not provided.

Manufacturer narrative:
The returned device was evaluated and blood was noted on the adhesive pad. The formed needle and soft cannula were inspected under magnification. No issues were observed. The root cause of the reported event could not be determined. No damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge.